Manufacturer narrative:
Additional device info: model no. 34-34-100rl; lot no. W09-0822-016. Exp date: 04/01/12. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
In 2007, pt had implant of a 28-16-140bl bifurcated device. In 2009, the pt was treated for a proximal type I endoleak with a 34-34-100rl suprarenal proximal extension. At approx 4 months later, the pt was treated for a type iii endoleak between the main body and the suprarenal cuff with a palmaz stent. The procedure was completed with good results.